Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the white flakes were found on the drain after removing from the packaging and prior to insertion.

Manufacturer narrative:
The reported event was inconclusive since sample condition was poor. Visual evaluation of the returned photo sample noted one opened (with original packaging), flat wound drain. Visual inspection of the photo sample noted a small piece of foreign material particle. We can confirm or deny if the foreign material was on the product since no sample was returned for evaluation. Therefore, this investigation is considered inconclusive. A potential root cause for this failure mode could be ¿no following to production areas cleaning procedures". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. To avoid the possibility of a hematoma due to wound evacuation, the instructions for use should be carefully followed. To avoid the possibility of drain damage or breakage: ¿ additional perforations should not be made in the drains. ¿ avoid suturing through drains. ¿ drains should lie flat and in line with the skin exit areas. ¿ particular care should be taken to avoid any obstacles to the drain exit path. ¿ drains should be checked during closure for free motion to avoid possibility of breakage. ¿ drain removal should be done gently by hand. They should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Warning: surgical removal may be necessary if drain is difficult to remove or breaks. Important a. Check for fluid entering reliavac® evacuator. Lack of flow may indicate: - all exudate has been removed. - wound drain is clogged and may require irrigation and aspiration (consult physician). - auxiliary wall suction pressure is above 210mm hg. - deflated balloon: check all connections for air leak and wound tube perforations for exposure above the skin. If still deflated, replace evacuator. B. When not using auxiliary suction during surgical wound closure, several activations of the reliavac® evacuator may be required to establish suction because of: - air entering partially closed wound. - an operative air pocket. C. Insert safety indications for use: wound drains are used to remove exudates from wound sites. Contraindications: do not use for chest drainage. Warning: do not bypass/inactivate anti-reflux valve." Correction: d,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the white flakes were found on the drain after removing from the packaging and prior to insertion. Per additional information received via email on 30nov2203, it was reported that the catheters were not used and stated that in both instances the white flakes were found on the drain prior to insertion. Per additional information received via mail on 19dec2023, stated that the devices are not available for return but the white specs that were removed from the drains were saved. We only noted this issue with lot# nght0591 and there were no reportable patient impact.